Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the left ventricular lead could not get into the patient vein due to patient anatomy. The lead was not used. No patient complications have been reported as a result of this event